Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she went to the emergency room on (B)(6) 2016 due to a high blood glucose level. Her blood glucose level was in between 225 mg/dl and 250 mg/dl. The customer had chest and should pains. The cause of her emergency room visit was spilling ketones, a diabetic ketoacidosis, liver, or heart problem. She was admitted for three days and was wearing the insulin pump at the time of the emergency room visit. The device was not returned.